Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The surgeon's office reported that a patient's previous generator was explanted less than a month after implant due to infection. The patient's lead was also explanted about 3 months after implant for the same reason. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.